Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e ttf3232c70e, serial/lot #: (B)(4), ubd: 08-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. Approximately 4 years post procedure, the patient presented emergently to the hospital, with CT imaging showing a type iiia separation of the graft components. The physician then decided to bridge the components with a ettf3636c70e (sn (B)(4)). The event was resolved and no endoleak was observed. As per the physician the cause of the event can not be determined. No additional clinical sequalae were reported and the patient is fine.